Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided, the reported death was due to the renal failure (procedural conditions) and the renal failure was due to pre-existing patient conditions. Lastly, the reported hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Revised case description: it was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip implanted was implanted reducing mr to 1. The procedure was completed without any issues. On (B)(6) 2019, the patient was re-hospitalized due to pneumonia because of increased inflammatory response and evidence of trans-airway infection. Antibacterial treatment was performed to treat the pneumonia. There was no relationship between pneumonia and implanted clip, the clip remained stable on the leaflets. On (B)(6) 2019, the patient expired of renal failure due to dialysis refusal. The patient's circumstance went from pneumonia to aggravation of renal failure and death: the control of body fluid volume was difficult due to diuretic resistance. Although the renal failure progressed, the patient did not wish to receive the dialysis. The alleviation of symptoms was provided to the patient by hospital policy of best supportive care and the patient died. The renal failure was the patient¿s pre-existing condition prior the procedure. The physician commented that there was no causal relationship between the implanted clip and renal failure or death. No additional information was provided.

Manufacturer narrative:
B3: date estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip implanted was implanted reducing mr to 1. Reportedly, the patient was re-hospitalized after the procedure. No additional information was provided.